Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had no delivery alarm issues. The patient's blood glucose was 400 mg/dl. Troubleshooting occurred but there was no evidence of damage or other anomalies. The insulin pump was not returned for analysis.